Event description:
Facility claims base dropped with no patient on the table. Table movement was several inches. Occurred while staff was cleaning. No injuries were reported.

Manufacturer narrative:
The product is not being returned for further evaluation. Product was evaluated on site by service provider. Wear was noticed on door. Instructions provided explaining a warning label on the door. No other damage to the unit was found. Function testing was performed to ensure operation of up/down features. No misalignment was found.